Event description:
Caller reported a malfunction on the pump with malfunction code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and was sent a replacement pump with updated software. The customer received instructions on putting the pump into storage mode and returning the problematic pump within 10 days using a pre-paid label.